Manufacturer narrative:
MFR ref. No.: (B)(4). The device was not returned to baxter and an eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported a spectrum pump was involved with an incident of blood backing up into the line during intravenous therapy (IV therapy). The customer was running "pge" at 0.4 ml/hr and 1/2 normal saline with heparin at 2 ml/hr into an intensive care unit (ICU) medical microclave bi-fuse extension set. Upon setup, a saline syringe was used on one of the microclave leads from the bi-fuse, and the spectrum pump was connected to the other lead. The customer experienced blood backing up into the IV line. Any pt injury or medical intervention is unk.